Manufacturer narrative:
No parts have been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported that through hammering on the navlock instruments, there was damage to the awl tips in the ring where the ratcheting handle locks onto the awl. There was no patient present when this issue was identified.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received that the instrument verified before it was bent and after it was bent, the instrument did not verify.

Manufacturer narrative:
The probe was returned to the manufacturer for analysis. Analysis found that the returned probe had several impact marks at the back end causing fit issues with the mating tracker. Analysis found that the reported event was related to a mechanical issue. This issue was documented in a medtronic navigation hardware anomaly tracking database. If information is provided in the future, a supplemental report will be issued.